Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device, right atrial (ra) lead and right ventricular (rv) lead exhibited noise oversensing. Boston scientific technical services (ts) was contacted for assistance and discussed troubleshooting and programming options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received that the pacemaker system was evaluated at a follow-up appointment and found to exhibit in-range pace impedance measurements. The pacemaker continued to record noise oversensing events. The physician plans to continue normal follow-up with this patient. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Additional information received indicates the suspected cause of the noise is electromagnetic interference (emi). A chest x-ray was done and no lead abnormalities were found. Further follow-up was planned. This device remains in service. No adverse patient effects were reported.